Event description:
It was reported that occlusion alarms occurred. No additional information was received regarding the outcome of the event. Patient declined further troubleshooting, technical support documented issue and closed case with no further action taken.